Event description:
It was reported that the pump wake button was difficult to depress and after more pressure was applied to the button, it functioned as expected. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.